Event description:
It was reported that the patient's log files revealed a sudden drop in pulsatility index, flow and speed. The patient had a low-speed advisory and hazard alarm, a low pump current alarm, and a pump stop alarm for 4 seconds on (B)(6) 2023. The pump restarted following the event. It appeared that the event had been caused by an electrostatic discharge event (esd), however esd was unable to be confirmed. The patient was in stable condition.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed pump stop events associated with electrostatic discharge (esd). The controller event log file contained events from (B)(6) 2023. Two transient pump stop events were captured on (B)(6) 2023. Each event lasted approximately 3 and 4 seconds and appeared to be consistent with pump resets due to esd events. Following each event, the pump regained speed and resumed normal operation. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU and the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. These documents also provide examples of when static electricity can occur and how it can be avoided. The IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in the IFU and the patient handbook include electrostatic discharge information. The patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.